Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07562. It was reported that after patient was in an accident, they experienced discomfort and burning sensation at the lead and ipg site. It was noted that lead diagnostics showed there were high impedances on the entire left lead. X-rays showed that the lead had both migration and fracture. Patient has effective coverage. The burning sensation is felt when stimulation if off but states but worsens when stimulation is turned on. Surgical intervention may be undertaken to address this issue.